Event description:
It was reported the unit is experiencing an equipment error. There was no report of patient or user impact.

Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips is unable to confirm the final disposition of the device because the customer rejected repair service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.